Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: bottom fastner on alaris straight set luer lock came off. Stop cock and straight set replaced.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-aug-2022 . H6: investigation summary a sample was received and tested by our quality team. The collar on the male luer was separated which verified the customer's complaint. After further analyses under microscope, there was a lack of solvent at the spot where the luer collar was to be glued on- this being the root cause of the failure. A device history record review for model 2420-0007 lot number 22046371 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: bottom fastner on alaris straight set luer lock came off. Stop cock and straight set replaced. ¿